Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2012-01575 addresses the endostat ii generator, while manufacturer report # 3005099803-2012-01576 addresses the foot switch. It was reported to boston scientific corporation on (B)(6) 2012 that an endostat ii electrosurgical generator and a foot switch was used during a procedure. According to the complaint, monopolar cut mode not working properly. However, it was confirmed that the console function fine with esu. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Patient age, gender, and weight are unknown. Event date is unknown. (B)(4): generator "monopolar cut" mode is not working properly. The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.